Event description:
A nurse reported that the pt applied the prod to her left posterior thigh/gluteal area for six hrs. When the patch was removed due to a burning/stinging sensation, the area was described as dark red with small blisters, tender to touch with oozing of clear fluid and a dark raised purple/red area in the center. The nurse described the wound as resembling that of a volatile chemical burn.

Manufacturer narrative:
Since this is a disposable singe-use device, the patch is unavailable for eval an analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.